Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, coronary procedure was performed by the customer when the issue occurred, and the procedure was aborted and completed by moving the patient into another room. The philips field service engineer (fse) inspected the system on site and confirmed that the system gave an alert which was prevent imaging. Review of the system log file showed that the power supply was faulty. To resolve this issue, fse replaced the power supply, switch and sib box and performed calibration. The defective sib box and dcps were returned to philips for analysis. The cause of sib box failure could not be conclusively determined by the supplier's part analysis whereas the failure of dcps was due to 24v power supply failure. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the gave alerts indicating the generator was attempting to restart, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.